Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer had a motor error alarm during bolus delivery on the insulin pump. The customer's blood glucose level was 285 mg/dl. The customer was not treated yet because she doesn't have the back up plan. The customer was assisted in clearing the alarm and advised to disconnect to the insulin pump. The patient was advised after the troubleshooting was performed to return the insulin pump with the battery and zero out basal rates. The patient was also advised to discontinue to use the insulin pump and revert to back up plan. The customer was advised that we will replaced the insulin pump.